Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the trigger could not be pulled to deploy a dissecting knife. Another device was used to complete the procedure and no patient harm occurred. However, inspection of the received device found that a piece of the knife had broken off and was not returned. The customer has confirmed that the piece did not disengage during the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 05/17/2016. One used ls1037 ligasure device was received for evaluation. Visual inspection found the blade was bent and had signs of being forced back within the jaws, causing the blade to fracture. Knife bending and damage of this type occurs when the user engages the cutting mechanism over clips, staples, or other metal objects. Blade damage can also be caused when the knife is deployed and the jaws are not fully closed. The instructions for use included with this product cautions users not to deploy the cutter on clips, staples and other metal objects, as well as to ensure the jaws are fully closed before cutting. The device history records for this lot could not be reviewed, because a lot number was not provided.